Event description:
The customer reported that when initially testing this new device, in preparation for installation, the device consistently fails to discharge defib energy during paddles and simulator testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that when initially testing this new device, in preparation for installation, the device consistently fails to discharge defib energy during paddles and stimulator testing. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.